Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was getting an MRI and the patient had an ins and pump. The hcp had notes that there was a stimulator implanted in (B)(6) and was removed in the emergency department at the direction of the pain specialist. It was suggested asking the patient about the device. The caller stated that the patient had been intubated and has been in the unit for a while, so they may not know everything that has happened for the first week they were in the unit. The caller stated that the patient was admitted due to sepsis. The caller stated that they did not know if the symptoms were related to the pump, but could be related to the stimulator, or an aspiration. The healthcare provider (hcp) was reading off the notes and it stated that the ins was implanted on (B)(6) and the patient had come to the ER 3 days later with mental status changes. The manufacturer's representative (rep) was contacted to turn down the pump, and it was noted that there were visible signs of infection at the stimulator site. No further com plications were reported or anticipated. No device allegations were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.